Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate customer comments. Analysis did find that the upper and lower cases were broken and corroded, the battery release and liquid crystal display (lcd) were contaminated, the ring and side bail covers and ring and side bails were missing, the lead flex cover was broken and corroded, the battery contacts were compressed and contaminated, the battery drawer was broken and contaminated, and the battery flex and heart lead flex were corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4): analysis could not duplicate customer comments. Analysis did find that the upper and lower cases were broken and corroded, the battery release and liquid crystal display (lcd) were contaminated, the ring and side bail covers and ring and side bails were missing, the lead flex cover was broken and corroded, the battery contacts were compressed and contaminated, the battery drawer was broken and contaminated, and the battery flex and heart lead flex were corroded.

Event description:
It was reported the device turned off while in use on a patient. There were no patient complications.